Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7004314.

Event description:
It was reported that patient was experiencing discomfort and inadequate relief from the spinal cord stimulation (scs). The patient underwent full system explant procedure and was doing well postoperatively. The explanted device components were discarded by the facility.